Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device was outside of the patient's skin and the patient developed an infection. The device was removed and replaced on the opposite side of the chest. No further patient complications have been reported as a result of this event.